Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was good. The connector cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. In addition, the fiber passed the saline test. However, the hene (helium-neon) test identified fractures along the fiber body. It is likely that excessive force and/or manipulation during setup or introduction of the fiber into the patient contributed to the fiber body break. Therefore, the reported event was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber line body was fractured. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber line body was fractured. The procedure was completed using another fiber. There were no patient complications reported.